Manufacturer narrative:
The customer reported, "a piece of the needle broke off and was embedded in the patient requiring the patient to have it surgically removed". No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer reported, "a piece of the needle broke off and was embedded in the patient requiring the patient to have it surgically removed".